Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced difficulty breathing, discomfort, vomiting fatigue, dehydration and was tired. The cgm was reading 277 mg/dl and the blood glucose reading was 377 mg/dl. The patient attempted calibrating the sensor, but received the same reading. The patient was transported to the emergency department (e)d by their parent and was admitted with severe hydration and borderline diabetic ketoacidosis (dka). The sensor was removed and the hyperglycemia was treated with injected insulin and IV fluids. The patient was discharged on (B)(6) 2023 and there was reportedly no fingerstick taken. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.